Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, it was reported that it was believed by the physician that there was calcium in the left ventricular outflow tract (lvot) causing the pvl. However, a conclusive cause cannot be determined based on the limited information available. A second valve was implanted into the first successfully with resultant mild pvl. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. No other adverse effects were reported. Medtronic quality assurance will continue to monitor trends.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that moderate paravalvular leak (pvl) was observed following the implant of this transcatheter bioprosthetic valve in the targeted position. The physician suspected that the pvl was due to calcium in the left ventricular outflow tract. A second valve was successfully implanted into the first, resulting in mild pvl. No subsequent adverse patient effects were reported.